Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: on examination, the battery compartment was found to be cracked in the thread area and below the grip pad. Investigation confirmed the alleged damage. There was visible moisture contamination inside the battery compartment and on the underside of the battery cap was returned with the pump for investigation. The battery cap was evaluated and determined to have measurements within the required specifications. Investigation confirmed moisture in pump. On investigation, the pump experienced intermittent power using the returned battery cap and a test battery cap. The black box data and download history was not able to be obtained due to intermittent power condition. Complete investigation of the pump was not possible due to the intermittent power condition. The pump was opened for investigation and did not reveal any evidence of additional moisture ingress affecting the pump¿s interior components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.